Event description:
Allegedly, there was a skin burn to the patient's right posterior shoulder after shaver wand touched patient's skin. Event occurred toward end of procedure. The case was completed.

Manufacturer narrative:
Additional information will be provided once investigation is completed.